Manufacturer narrative:
Concomitant product(s): a 5076 lead, implanted: (B)(6) 2011; a sd65/18 lead, implanted: (B)(6) 2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) pacing lead had dislodged and exhibited elevated pacing thresholds. An attempt was made to reposition the lead but the lead could not be advanced after stylet insertion. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.